Event description:
Customer's caregiver reports customer was woozy and confused while using the aviva system. Caregiver reports customer did not test because he was unable to obtain blood with the multiclix lancet device. Caregiver reports she drove customer to the hospital where he tested with a blood glucose result of 486mg/dl; was treated with an IV saline drip and given insulin every hour via the IV. Customer was released the next morning. A request was made for return of the suspect product and a replacement was sent.